Manufacturer narrative:
Age: pediatric patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported residual blood was observed near the top of an one-link device after disconnecting from the stopcock. It was reported after the stopcock was disconnected, the registered nurse (rn) cleaned the surface for 15 seconds and attached an unspecified syringe with 5ml of heparin/normal saline (ns) solution that was administered. After the blood was observed, the rn cleaned and flushed with two more heparin/ns solution syringes. Small improvement was observed and a minimal amount of blood was noted in the one-link device. It was reported the device was to be changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the sample was determined to meet specification requirements with no issues noted. Clear passage and pressure testing were also performed and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.